Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-18304. It was reported that after multiple significant falls the patients leads had migrated. Surgical intervention was undertaken on (B)(6) 2022, where the entire system was explanted and replaced. Therapy was restored post-op.